Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k)# is k073231.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis. On (B)(6) 2011 the test strips involved with this complaint tested above and below the labeled range. A secondary issue was also noted that on performance testing with the control solution, error 5 was observed and no assignable cause was found. The control solution was found to be contaminated. On (B)(6) 2011 the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate erratic was not resolved with troubleshooting.